Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 401 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The other blood glucose value was 437 mg/dl and 491 mg/dl. The insulin pump will not be returned for analysis.